Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was having pain in their groin since jan 2018 around a week ago. Patient could not get programmer to turn on today and they changed batteries and issue was resolved. Patient had the same program on for 2 weeks - doctor set it and patient had not made any changes. Patient had variable experiences since then. Patient had points that they felt like being electrocuted since implant (B)(6) 2017. Patient reported up and down results since implant (B)(6) 2017. Patient had 50% improvement so far with therapy since implant (B)(6) 2017. Patient stated since implant doctor had only made 2 adjustments to therapy and patient has never made adjustments to their therapy. Patient had been flooding and trickling and pain in the bladder since today (B)(6) 2018. Patient went to the bathroom and urine only trickled out but their bladder feels full. Patient stated usually it was the opposite problem. Patient had a doctor appointment 2 days ago. Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.